Event description:
Per the audiologist, due to an infection, the pt's device was explanted in '08 after several months of treatment with IV antibiotics. The pt has a functioning implant in the contralateral ear. Reimplantation is planned in approx six months but had not been scheduled at the date of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.